Event description:
The patient contacted animas on (B)(6) 2013 reporting prime issues with the pum. There is no additional information at this time. There is no reported adverse event with this complaint. This report is made based on the allegation of the prime issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.